Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer was assisted with vibrate anomaly troubleshooting. The customer's blood glucose level was unknown at the time of the incident. The customer stated that insulin pump was set on vibrate but it was still alarming for sensor alerts. The customer stated the vibrate was set to off. The customer was assisted with self-test and the insulin pump vibrated but was still beeping even when it was just set to vibrate. The customer stated that they did not want to get the insulin pump replaced yet during the call. The product will not be returned for analysis.